Event description:
It was reported that a patient in a post market study died five months post implant of the implantable pulse generator system two years ago. No further information is known regarding the death.

Manufacturer narrative:
It has been expressed by study contacts that there is not any further information but they have confirmed that that there are no allegations against all these products. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.